Event description:
It was reported that a noise was coming from the pump. It sounded like a high speed wrist watch. The sound went off at 9pm and it lasted 15 minutes. The patient was in the bed and called his mom in to hear the sound. It was reported that the sound was not the pump alarm and it was a different sound than the wrist watch sound. At the time of report, there was no patient symptoms reported. It was later reported on (B)(6) 2010, that a pump problem occurred. Alarm was not confirmed by telemetry and no alarm was reported. The alarm was heard at 8:45pm everyday before a 9pm bolus. It was reported that logs "look normal" and there were no patient symptoms. Additional information was needed to confirm alarm. It was later reported on (B)(6) 2010 that the drug being used in the pump was lioresal. There was no further testing done on the previous reported alarms and no actions were taken. It was also reported that patient was "doing fine". On (B)(6) 2012 the patient had a dye and roller study done and device was still in patient. It was later reported, "the pump regularly makes a chirping sound and continuously chirps every 2 seconds around the clock. Occasionally, however, the same sound speeds up and happens very rapidly (too rapid to count)." The other sound had happened twice with this pump. It was a ringing sound, much like a quiet telephone, and not as strong or as loud as the alarms. Rotor study and dye study showed results were within normal limits. It was reported that sounds were coming from the pump. Body make-up was a factor. It was indicated that patient was very small and skinny. It was later reported that the patient experienced episodes of lethargy and the patient was hospitalized. The drug being used in the pump was gablofen and the pump was set at minimum rate. It was unknown if pump and/or catheter was the cause of the event. It was reported that dye study was without a conclusive cause for the patient's signs and symptoms. No additional information was provided at the time of this report.

Manufacturer narrative:
Product ID 8840, lot#, serial# unknown, implanted: explanted: product type programmer, physician, product ID 8709, lot# , serial# (B)(4), implanted: 2005 (B)(6), explanted: product type: catheter, product ID 8709, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type: catheter, product ID 8596, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).